Event description:
It was reported when the device was used in a laparoscopic hernia repair, the staples did not close completely. The case was completed using another device. There was no consequence to the patient.